Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection was conducted but it found an unrelated issue of the damaged patient adapter (addressed in (B)(4)). Functional testing was done on the device. Leak testing, clear passage testing and clamp function testing was performed, but no issues were noted. The integrity of the seal surface was tested with no leaks identified. The device passed all functional testing and the reported connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was reported to be available but it has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set did not connect properly with the patient's titanium adapter. This was observed when the customer was changing the patient's transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.